Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 48 to 50 mg/dl at the time of the incident. The customer was on pump auto mode at the time of the incident. The customer was at 129 mg/dl at the time of the call. The customer was asleep before the incident and believes the pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.